Event description:
The pt fell allegedly due to the pegs shearing off the patella. The patella was revised.

Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggest that this event is not device related but rather is associated with intra-operative cement procedure and an abnormal transverse load applied to the patellar component.